Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with inj (injection) reflin (1gm per day) and inj tobramycin (40mg per day), routes not reported, for the peritonitis. At the time of this report, the patient effluent was clear, however, the outcome of the patient was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.